Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation tmj right narrow mandibular component catalog #: 01-6545 lot #: 589010d, biomet microfixation tmj right fossa component, small catalog #: 24-6562 lot #: 625150b biomet microfixation tmj left fossa component, small catalog #: 24-6563 lot #: 650160a, unknown screws catalog #: ni lot #: ni. Therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the joints remain implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00152, 0001032347-2018-00153, and 0001032347-2018-00155.

Event description:
It was reported by the patient that she¿s still in pain, but that the implants were life changing and she¿s so thankful for them. She states she is experiencing muscular pain, not from her joint. She had been receiving botox injections every three months. The plan was to administer the botox injections until her "muscle memory forgets the pain." However, her insurance stopped covering it and she couldn't afford to continue treatment. She stated she had double jaw surgeries in the past and, though prescribed medication, she did not take any as she has a very high pain tolerance. She is not currently taking any medication in lieu of the botox injections. She states the botox injections did help a lot. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The patient reports pain, but is not currently taking any medication. The products remain implanted, therefore, visual evaluation and functional testing could not be performed. There were no photographs, x-rays, CT scans, or physician's reports provided to substantiate the complaint. The manufacturing history was reviewed and no discrepancies were found. The instructions for use (IFU) for this product has the following information in the section titled adverse events: facial swelling and/or pain; root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00152-1, 0001032347-2018-00153-1, and 0001032347-2018-00155-1.